Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.